Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that on an unknown date thrombus was observed inside the endurant limb. The distal area of the stent graft limb had been landed in the external iliac artery and it was reported that nearly 90% of the limb was occluded. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.